Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 19 nov 19, 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 dec 17.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient had a revision of the right total knee arthroplasty to address aseptic loosening of tibial component at the cement/implant interface and pain. A small cavitary defect was noted in the central proximal tibia. The depuy patella was kept in-situ, all other components were revised with competitor components, including competitor cement. Doi: (B)(6) 2015 (tibia, femur and cement). Doi: (B)(6) 2016 (insert; captured in (B)(4). Dor: (B)(6) 2019. Right knee.